Event description:
It was reported by service report that the side rails would not go up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - glide rods. Conclusion - glide rods lubricated.